Manufacturer narrative:
This is a supplemental report to provide additional information. Omsc re-evaluated the event and concluded that it was not reportable event for the following reasons. The reported phenomenon could not be duplicated at the local service department. Because the procedure could be completed with the subject device, it was considered that the endoscopic image could be seen.

Manufacturer narrative:
The subject device was returned to local service department of olympus. Local service department checked the subject device and found that the reported phenomenon could not be duplicated. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Omsc presumed that the image was flickering due to the following possible causes. The video boards was deteriorated because the subject device had been more than 6 years since installation and repeatedly used for a long time. The receptacle unit became worn or deteriorated and the electrical connection became unstable.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the procedure, the image flashed. The facility finished the case with the same device. There was no report of patient injury associated with the event. The subject device was used in combination with clv-s400.